Event description:
It was reported that catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination for the target lesion. During preparation, a leak was noticed on the flushing tube which prevented proper air removal. The procedure was completed with another of the same device. The patient remained stable after the procedure.